Manufacturer narrative:
Unk location of product.

Event description:
An attorney has notified us that his client allegedly suffered an injury from a heating pad.

Manufacturer narrative:
(B)(4). Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An attorney has notified us that his client allegedly suffered an injury from a heating pad.